Event description:
As reported by an edwards austria affiliate, approximately 3 years 1 month post tavr procedure with a 23mm sapien 3 ultra transcatheter heart valve that was implanted high and close to the left coronary artery, the valve was reported to be degenerated and heavily calcified. Reintervention was considered for this patient. However, interventional procedure was not possible due to risk of coronary artery obstruction, several comorbidities, and high surgical risk. Therefore, no surgical procedure was scheduled. Per report, the cause of the early degeneration of the valve was likely due to the osteoarthritis, and medication the patient was taking.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
Per additional information received, the patient was already in a bad condition due to many pre-existing diseases and was presenting short breath and dyspnea and also a reduced general condition.

Manufacturer narrative:
Additional information added to b5 and correction to h6.

Manufacturer narrative:
Correction to h6 based on additional information. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and the following was observed: potential appearance of calcification observed. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co morbidities, and/or pharmacological intervention). The reported event for calcification was confirmed based on imagery provided. Available information suggests patient factors (diabetes mellitus) likely contributed to the event as patient information indicated 'type 2 diabetes mellitus'. The process of calcification involves the reaction of calcium containing extracellular fluid with membrane associated phosphorus, causing calcification of the cells. Many patients related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.